Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report high blood glucose levels and a no delivery alarm. The customer's blood glucose reading was between 300 and 468 mg/dl; treated with syringe. Customer also reported a keypad anomaly. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent esc and act button response due to flattened dome (creased). The keypad connector was inspected and no anomalies noted. The insulin pump received with operating currents within spec. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The insulin pump received with cracked reservoir tube, broken battery tube threads and minor scratches on lcd window.